Manufacturer narrative:
Additional communication with the manufacturer of the resistor indicated that contaminants in the resistor film can potentially short the spirals on the component, causing changes to the resistance values over time. Therefore, it is possible that the correct resistor was placed, but the values had changed. As a result of these findings, actions have been implemented as the supplier to submit the parts to a more stringent cleaning process. This will address the resistant film and serve to further stabilize the part.

Manufacturer narrative:
Customer medwatch was received - user facility / importer report number (B)(4).

Manufacturer narrative:
As received, the contamination shield was attached to the catheter. The balloon inflated clearly and concentrically, and remained inflated for 5 minutes without leakage. The thermistor read 37.2 c degrees when submerged into a 37.0 c water bath. The thermistor resistance when submerged in a 37.0c water bath read 14424 ohms, which is within the allowable specification. There were no open or intermittent conditions. Thermistor connector was opened with no visible inconsistencies. Further testing using engineering calculations found that the incorrect resistor was placed into the thermistor connector during manufacturing. The measured resistance at 37.0c was 14424 ohms, which is out of the allowable specification. The bridge resistance at room temp was measured to be 10231 ohms. The ideal resistor resistance would be 10081.07 ohms. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. No visible damage was observed from returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The complaint was confirmed as related to the manufacturing process. Actions were previously initiated to address complaints of this type. The lot number was not provided; therefore, unable to review the device history record.

Event description:
It was reported that the temperature was reading 104 on the monitor; however, the patient's temperature was normal. It was noted that the patient status was fine but the readings were not corresponding. The catheter was inserted in the or but this event occurred in ICU. Troubleshooting was performed, changed cables, used different monitors (ge marquette). Follow up indicated that when the patient first arrived and was hooked up to the ge marquette monitors the temperature would register normothermic (98). After awhile it would slowly creep up until it registered 104. The temperature was taken tympanic, temple, and orally and was normothermic. Additionally the patient did not feel warm. They changed the cables, module and used a different monitor. None of these changes made a difference. One of the swans cardiac output numbers were jumping all around. There were no patient complications as a result of this situation.